Event description:
A customer from (B)(6) reported a false resistant meropenem result for an enterobacter cloacae complex patient strain, in association with the vitek® 2 ast-n233 test kit 20 cards (lot 6330817403). The strain was tested twice with a result of meropenem resistant (mic >16). The strain was tested with etest® and the result was meropenem susceptible (mic =0.19). The customer stated the vitek result was not reported. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for a customer in (B)(6) due to a report of false resistance to meropenem for the vitek® 2 ast-n233 card when compared to the etest® strip for meropenem for a patient strain of enterobacter cloacae complex. The customer reported a susceptible (s) result of a minimum inhibitory concentration (mic) = 0.19, s for testing with the etest strip for meropenem. The customer's strain was not available for submittal to biomérieux for in-house testing. Submittal of the isolate strain is required in order to confirm a vitek 2 discrepancy compared to the appropriate reference method. The vitek 2 ast-n233 card, lot #6330770203 and 6330817403, met final qc release criteria. These lots passed qc performance testing.